Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation with thermocool® smart touch¿ bi-directional navigation catheter and suffered coronary artery spasm. During an afib case blockage of a branch of the right coronary artery was noticed when burning the location. The blockage was discovered until they were closing up the patient and was having a ventricular fibrillation: the patient had to be defibrillated 3 times. It was confirmed when the contrast was shot, it did not go into the blocked branch. The patient was reported to be in stable condition. Angiogram was performed and showed that the right coronary artery had a spasm. It resolved on its own. The patient had fully recovered after overnight stay in intensive care unit (ICU) for monitoring. Physician does not believe it was caused by any biosense webster product issue. However, per internal review, coronary artery spasm is an MDR-reportable event. The ventricular fibrillation was most probably a result of the coronary artery spasm and is considered cascade of harms. The event is conservatively reported under the ablation catheter.